Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that a patient alert was triggered for lead integrity. The right ventricular lead was found to have increasing impedance and oversensing. A fracture is suspected. A lead revision is planned. No patient complications have been reported as a result of this event.

Event description:
It was reported that a patient alert was triggered for lead integrity. The right ventricular lead was found to have increasing impedance and oversensing. A fracture is suspected. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: device information was received and analyzed. Analysis found that there was a lead impedance issue as two lead integrity alerts were triggered on (B)(6) 2012 for short interval counts and abnormal impedance. Additionally, it was noted that there was oversensing as five episodes of lead failure predictor type of ventricular-ventricular cycle length of less than 180 ms were registered on (B)(6) 2012. Additionally it was noted that alerts were triggered due to reed switch activation. The low-high frequency alerts are observed for reed switch closed on (B)(6) 2012. Also a "no reason" on (B)(6) 2012. (B)(4).